Manufacturer narrative:
(Exemption number e2015033). (B)(4). According to the currently available information, a damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. Patient does not want to have revision surgery and reports to be hearing well.

Event description:
One month after hip surgery the patient reported difficulty hearing with the device. Re-implantation is not planned as the patient does not wish to have surgery and reports that hearing performance with the device is currently sufficient. She will continue to be monitored by the clinic.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
One month after hip surgery the patient reported difficulty hearing with the device. No accident or trauma was reported.

Manufacturer narrative:
Med-el elektromedizinische geraete gmbh and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Other damages found during investigation are most likely related to explantation surgery. The problems described in the patient report appear to match the damage found. This is a final report.

Event description:
One month after hip surgery the recipient reported difficulty hearing with the device. No accident or trauma was reported. At that time, the recipient did not wish to have ci re-implantation surgery and reported that hearing performance with the device was sufficient. The recipient was re-implanted. According to the device explantation report, the bone had regrown and the lead was no longer in the channel.